Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer with reaction vessels (rv's) lot 69436p100. The customer also observed error code 1006 (unable to process test, background read failure). The customer was sent a new lot of rv's. The customer changed the pre-trigger and trigger solutions and was advised to change the lot of rv's. There was no impact to patient management.

Event description:
The customer's wife called to report high blood glucose levels and no delivery alarms. Troubleshooting was performed, and the insulin pump was able to deliver without any alarms. The customer's blood glucose levels went as high as 534 mg/dl. The customer changed the infusion set multiple times, but continued getting the alarms, as well as having high blood glucose levels. The wife called her husband's health care professional, and she was instructed to take the customer to the emergency room. Nothing further was reported.

Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seals stuck behind inside the loader when the delivery tube was removed. A replacement seal was used to complete the procedure. The hospital did not report any pt complication. This report is for the first device.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 69060p100, expiration: n/a. Upon further review, it was determined another suspect architect reaction vessel lot, 69060p100, was in use at the customer facility.